Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. (B)(6) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the gold foot pedal malfunctioned and caused patient harm. No details were provided regarding device serial number and no additional information was provided regarding patient status. On follow up it was confirmed that an unknown model or serial number of a perforator kept spinning with no pressure put on the foot pedal. The serial number and model number of the foot pedal was provided on follow up. Additional information about the event is currently being followed up for further details, including information on the perforator as this device is used directly on the patient unlike the foot control as originally reported. Also additional information is being requested on patient current status.

Manufacturer narrative:
Report confirmed. Evaluation of the pc100 device confirmed that the foot pedal would stick in the depressed position and would not freely return to the up (off) position. With the foot pedal stuck in the depressed position, pressurized air/gas will continue to power and cause the motor to run. The likely cause of the pc100 foot pedal to stick is due to ingress of fluids and debris in the foot pedal mechanism and a lack of lubrication and cleaning to effectively remove fluids and debris. Pc100 was successfully tested since it was not originally the reported device. Findings were (B)(4) (foreign debris), (B)(4)(sticking), (B)(4) (continues to run), (B)(4) (oil leak), and (B)(4) (device has been in use for approximately 26 months with no record of factory service during this period). The ad03 device used with the foot control was not returned for evaluation. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was reported that the drill did not shut off and the motor and perforator continued to drill into the sinus. It was also confirmed that the patient suffered a small, non-clinically relevant stroke after surgery. No further information was provided on the patient current status.